Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had toned alert. The right ventricular (rv) lead was interrogated to have high impedance in bipolar mode and normal impedance in integrated bipolar mode. X-ray revealed that the rv lead connector pin was not fully inserted into the device header. The lead was reprogrammed tip to coil until lead revision could be performed. The device and lead were revised and reconnected remaining in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.